Event description:
The customer stated that her children found her unconscious and called paramedics. When paramedics arrived, they tested the customer's glucose at 11 mg/dl using their meter. The customer's glucose was also tested using her contour meter and the reading was 169 mg/dl. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. The customer did not want to mention what type of treatment she received from paramedics, but most likely, she was treated with glucose. The customer performed control tests while troubleshooting and the results fell within the normal control range, but the test strips and meter are still to be returned for eval. Replacement products were sent to the customer.